Event description:
It was reported that a spectrum pump has a "door latch error." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error, through door not fully latched alarms experienced in evaluation. The issue was caused by a loose upper link screw. The link screws were replaced.